Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had inadequate stimulation as a result of lead migration. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned.